Event description:
Jelco broke while it was still in the patient's arm. Additional information: 2/24/2026: there was an extravasation of the vein.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 38831214 and lot number 4291213. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect, and all quality tests were found to be within specification. To aid in the investigation of this issue, three (3) picture samples were received for evaluation by our quality team. Through examination of the pictures, the product was observed used with the needle piercing the catheter. This is not considered a manufacturing related defect because if the catheter was already pierced from manufacturing, use would not be possible. This incident most likely resulted during use. Prior to puncture, if a 360° rotation of the catheter/cannula is not performed, slight resistance may occur when removing the cannula. In this situation, it can be inferred that the healthcare professional may have attempted to reinsert the cannula, thereby re-cannulating the catheter and transfixing it during puncture. As stated in the instructions for use, under precautions and warnings: ¿never reinsert the needle into the catheter,¿ and under catheter insertion: ¿remove the needle cap and inspect the catheter. Rotate the catheter 360°.¿ at this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.